Event description:
The hospital representative reported an infusion pump with an 812:00 failure code. Information was requested by baxter regaring whether or not the pump was in the use on a patient when the failure occurred, specific patient information, whether or not there was a report of medical intervention or patient injury, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Additional contact information was requested but no additional contact was identified.